Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: is the current state of the patient known? No. Was there any patient consequence or change in the patient's postoperative care as a result of the event (extended stay, readmission, re-operation, etc.)? No.

Event description:
It was reported at the first shot, in a bypass, in a bariatric surgery the device stapled and at the time of the blade returning it did not return. He went up to the 'reverse' button, the button did not move so he opened the stapler on top in the manual lever and returned the blade manually. We opened an extra stapler of the same code and the same lot to finish the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Batch # n55d89 device evaluation summary: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.